Event description:
It was reported that customer ahd difficulties obtaining an ECG when they tried to slave from a pt monitor. As a result, the pump was exchanged. There were no reported pt complications.

Manufacturer narrative:
Arrow field service (afs) evaluated the pump. They determined the ECG to be intermittent after 90 mins of operation (both skin and monitor). The ECG/ap board was replaced. The software was upgraded and a fuse clip added. The pump was returned to service.